Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 57-year-old female with acute myocardial infarction and cardiogenic shock (scai stage d) was supported with an impella cp via right femoral percutaneous arterial access. During support, the device functioned as intended, operating at p-4 with flows of 2.2 l/min and d5w sodium bicarbonate purge solution. Several hours after initiation of therapy, the patient developed pink-colored urine suggestive of hematuria, and a reduction in pump speed from p9 was recommended to mitigate potential hemolysis. Concurrently, the patient exhibited signs of worsening vascular compromise, including a cool, mottled right leg with doppler-detectable pulse in the popliteal artery but absent distal foot pulses, progressing to pallor and mottling in all extremities. The clinical team noted that pulses had been present the prior day but were subsequently lost, and the limb appearance was consistent with ischemia diagnosed by color change. The patient was also being treated for septic and cardiogenic shock, which may have contributed to systemic hypoperfusion. Due to concern for right lower extremity ischemia and loss of blood flow, the care team initiated weaning and removed the impella device and warming measures were also implemented. The status of ischemia resolution following device removal remains unknown. Although limb ischemia was documented and attributed to impella therapy by the reporting facility, there were no allegations of device malfunction. The patient survived the procedure and was reported as stable at the time of explant.